Event description:
It was reported that the patient stated that he has been unable to deflate the cylinders of this inflatable penile prosthesis (ipp) for the past two weeks. The patient went to the clinic and the physician noted that he was pressing the sides of the pump instead of the button; therefore, the device was working properly. No additional information was provided.

Manufacturer narrative:
The exact event date was not available, therefore the date (B)(6) 2025 was used as estimate.